Event description:
An adverse trend for light staining and inconsistent staining was observed through monitoring and analysis of instrument service data. The risk assessment process requested medical opinion indicating that if same slide controls are not used, there is a potential for a false negative result. The use of same slide controls is in alignment with the (B) (4) and the (B) (4) as stated in the federal registry (section 493. 1273; volume 68, #16; 01/24/2003; page 3709). There has been no report of misdiagnosis or delay in treatment associated with this issue.

Manufacturer narrative:
Preliminary analysis indicates the heater pads were not operating properly and needed to be replaced. The investigation is on-going.